Event description:
It was reported that the anterior capsular rectus was torn during phaco, but it was not discovered until after the surgeon inserted the (B)(4) single piece collamer lens. The lens was removed without enlarging the incision and no vitrectomy performed. The reporter stated the incident was a result of a pre-existing patient condition and not related to the lens. This facility does not use starr phaco equipment.

Manufacturer narrative:
(B)(4) (no product allegation). Results: visual inspection of the returned product there was no visible damage to the lens. Both sides of the optic and haptic were checked for rough edges and the edges were found to acceptable. (B)(4).